Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted .

Event description:
The surgery center reported that a laser vision correction patient presented with loose epithelium in both eyes (ou) on the same day of laser treatment. The surgery center placed a bandage contact lens (bcls) on both eyes. At the one-day post op exam, an epithelial defect was observed on the right eye (od). The patient's comments was of concern regarding visual acuity. The surgery center placed bcls again on ou. At the one-month post op exam, the loose epithelium and epithelial defect was still present. The surgery center indicated the placement of the bcls was outside the normal post op regimen. Pre-op best corrected visual acuity (bcva) from (B)(6) 2018: right eye (od) pre-op 20/20 1.75 x -1.00 x 98, left eye (os) pre-op 20/20 2.25 x -.75 x 86.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.